Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an incomplete cut during laser assisted flap creation on a patient's right eye. An unusual pattern was found on the hinge of the flap. While the surgeon was lifting the flap, an usual bubble was observed. In bubble area, it was noted the bed was not cut properly. The surgeon entered the flap from the end opposite the hinge. This caused a very small hinge for the flap which was torn while lifting the flap. The flap was without any hinge and was placed back carefully. Flap tissue was noted remaining in the center of the bed. The surgeon aborted the case.

Manufacturer narrative:
A video was provided confirming the reported event. However, it cannot be determined conclusively whether the laser caused or contributed to the event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).